Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA:(B)(4).

Manufacturer narrative:
If implanted, if explanted, give date: not applicable, as lens was not implanted. (B)(4). Device evaluation: the product testing could not be performed as the product was not returned as it was discarded by the account. The reported complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. A search in complaint system revealed no other complaints has been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that surgeon partially inserted the intraocular lens (iol) into the patient's right eye, when it was observed that the capsule was torn, so surgeon performed an anterior vitrectomy. No other lens was inserted into the eye afterward. Reportedly, the capsular bag was torn prior to lens insertion, however surgeon observed the tear while inserting the lens. Patient was left aphakic. Patient was doing good at discharge and the iol was discarded. No further information provided.